Event description:
On (B) (6) 2010 pt reported both the up and down buttons are not working. Pt stated the down button was not working for a few weeks, and then the up button stopped working on (B) (6) 2010. Pt stated both buttons pop back up when pressed. Pt reported she discovered the buttons were not working when she programmed a 'quick bolus' in her pocket. She stated thirty minutes later her blood glucose had gone high and she checked the bolus had not been programmed as she thought due to the down button not working. Pt's normal blood glucose range is 80-120 mg/dl. Pt stated her blood glucose is back in her normal range now. Specific readings and date of high reading were not reported. Advised pt to switch to backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.